Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus, which resulted in a delay in accessing the medication. A field service engineer removed the back panel from both main and auxiliary and reseated 622 row board cables. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and was not detected on the bus. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.